Manufacturer narrative:
Corrected data: device code.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient's scs ipg battery depleted.